Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was low. Customer declined to provide the bg value and declined troubleshooting with tandem technical support, although requested, no additional information was provided.